Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient died approximately five months after device system implant. Further reported that the device relatedness to the patient death is unknown. Follow up revealed that per hospital records, patient had been hospitalized 20 days prior to death with congestive heart failure and emphysema. The cause of death has been requested and not received.